Event description:
The physician reported an abnormal high intracranial pressure (icp) value directly after insertion of a 110-4b catheter. He stated that upon insertion of the 110-4b, the icp value was approximately 100+ and it took several hours to settle down. The physician felt the number was inaccurate for it did not match the patient's clinically picture. The physician stated that when he inserts the icp catheter into the bolt (after the -0- process,) the number seems accurate, but once he tightens down the wing nut the value increases over 100. The integra clinical specialist asked him if he pulled back the catheter slightly once he inserted it into the bolt prior to tightening the wing nut. At first he said, "no" but then changed it to "yes." The integra clinical specialist reviewed the insertion process with the physician to make sure all the steps of insertion were done properly and in the correct order. The physician stated this issue has occurred multiple times recently, around 10, although he had never reported it before to the integra sales representative and clinical specialist. None of the catheters were saved; they were disposed of. No details were provided regarding the previous incidents. Additional information has been requested.